Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The patient's blood glucose level was 16 mmol/l at the time of the call. The customer was assisted with troubleshooting and changing the batteries on their device. The customer will monitor the insulin pump for any issues.